Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (UDI number) and d8, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the air/water nozzle occurred due to insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device estimation found the following: nozzle clogged, aspiration problem , grip has discoloration, switch box has discoloration, light and right angulation control knob has discoloration, upward/downward angulation control knob has discoloration. Due to clogging of nozzle, air supply volume does not meet the standard value, light guide bundle has breakage, plastic distal end cover/probe cover has a chip, objective lens has a scratch, adhesive on bending section cover or distal sheath has foreign objects, connecting tube has foreign objects, mount case unit has discoloration, light guide connector is damaged, universal cord has a scratch, video connector case has a scratch. The reported fault was likely a result of insufficient cleaning. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned to olympus the gastrointestinal videoscope without a complaint against the device. There were no reports of patient or user harm associated with this event. The subject device was subsequently evaluated by olympus. The evaluation uncovered that the device was incorrectly reprocessed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.